Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in feb 2022 with unspecified juvederm. Five months later, patient was injected in cheeks (ck3) and chin with 1ml juvéderm® voluma® with lidocaine and in unspecified area with juvéderm® volift® with lidocaine. Five days later, patient was injected in jaw with 1ml juvéderm® voluma® with lidocaine and in lips with juvéderm ultra® xc. Patient had pain on right side jaw that worsened over a few days leading to trouble eating and opening mouth. Nine days later, prescribing hcp aspirated jaw and found pus. Specimen was sent out; results clear. Patient was treated with keflex. Five days later, all injection sites aspirated pus. Patient was treated with prednisone and flucloxacillin. Patient had previous unknown filler in lips with no issues. Symptoms resolved two weeks later. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00526 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00527 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00531 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00530 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00529 (allergan complaint #(B)(4). This MDR is being submitted for the fourth suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additional information reported symptoms re-occurred with jaw area needing aspirating again. Further amount of pus and fluid was drawn out. Patient is in significant pain. Patient experienced hypersensitivity reaction. Approximately a month from first symptoms started, patient was treated with hylased both sides of jaw and chin. Patient was prescribed prednisone (50mg 3 days; 25mg 3 days then off), ciprofloxacin with added anti-histamine. Patient was also treated with high dose of steroids for 6 days tapering dose, anti-histamine, antibiotics and hylase. Symptom now resolved and patient is not taking any medications.